Manufacturer narrative:
A review of the device history records and inspection records was conducted and no similar concerns were found. One catheter was returned. The catheter was examined under magnification and a small hole was noted. A leak was observed just above the first tick mark. Potential contributors to catheter leakage include advancing/removing the catheter or stylet despite resistance, or improper catheter securement techniques or maintenance. These can also include flushing the catheter with excess force (e.g. Using a syringe smaller than 10 ml, flushing the catheter despite experiencing resistance, flushing the catheter using a 10 ml syringe with excess pressure, etc.) Which can weaken the catheter. Midline catheters are 100% in-process inspected at various times during manufacture. Catheters are also leak, flow, and burst tested to ensure their integrity. Additionally, the instructions for use indicate several ways users can mitigate the occurrence of leakage.

Event description:
Patient experienced difficulty infusing. Rn removed midline dressing and observed that there was a ¿bubble¿ at the insertion. After removing line, pin hole found in catheter.